Manufacturer narrative:
Correction to the initial MDR should have been: (B)(6) 2017

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. The patient underwent a revision procedure wherein the leads were replaced and the splitters were explanted. During the intraoperative testing, it was confirmed that the splitters were known to be the problem of defect. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30cm) the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. The patient underwent a revision procedure wherein the leads were replaced and the splitters were explanted. During the intraoperative testing, it was confirmed that the splitters were known to be the problem of defect. The patient was doing well postoperatively.